Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had a total hip put in a 1998. He had a competitor cup and liner and an osteonics ha femoral stem. Patient complained of pain. The femoral head had wore through the liner into the cup. The surgeon removed the cup and liner and replaced with a competitor cage. He also removed the femoral head and replaced with a universal 28 mm biolox.

Event description:
Patient had a total hip put in a 1998. He had a competitor cup and liner and an osteonics ha femoral stem. Patient complained of pain. The femoral head had wore through the liner into the cup. The surgeon removed the cup and liner and replaced with a competitor cage. He also removed the femoral head and replaced with a universal 28 mm biolox.

Manufacturer narrative:
An event regarding pain involving a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were returned for review. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. It should be noted that an off-label application is reported here. A stryker head was used with a competitor liner. As per the IFU, "howmedica osteonics corp. Strongly advises against the use of another manufacturer¿s tapered femoral stem or acetabular component with any howmedica osteonics femoral bearing head component. Any such use will negate the responsibility of howmedica osteonics corp. For the performance of the resulting mixed component implant." No further investigation for this event is possible at this time as no devices and /or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.